Event description:
The manufacturer received information alleging a ventilator "restarts automatically" condition occurred. There was no harm or injury reported. The device was not in patient use. The device has been returned to the manufacturer, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator "restarts automatically" condition occurred. There was no harm or injury reported. The device was not in patient use. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the complaint was ¿restarts automatically¿. Review of the error logs showed the error codes, which would reboot the unit. Engineering consultation determined this to be a software issue related to flash write errors. Due to lack of a service process, this unit has been scrapped per the requirements set forth in work instruction 8.4-1131 rev 9 and disposed of accordingly.